Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
Due to a fracture in the region of the cone of a modular stem following distal femoral replacement, explantation was indicated.

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
Due to a fracture in the region of the cone of a modular stem following distal femoral replacement, explantation was indicated.